Manufacturer narrative:
The device was received for evaluation. Visual review confirmed the reported issue, which was reproduced during functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the processor board. The processor printed circuit board will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen during an unspecified process step. There was no patient involvement. No additional information is available.